Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found that the dilator separated. A new kit was opened to finish the procedure. The patient's condition was reported as "no harm and stable".

Manufacturer narrative:
Qn # (B)(4). The customer report of a dilator body separation could not be confirmed based on the returned sample. The customer returned multiple components of a cvc kit for analysis. The dilator was not returned for analysis. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Without the dilator to evaluate, the customer complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found that the dilator separated. A new kit was opened to finish the procedure. The patient's condition was reported as "no harm and stable".